Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check due to an unknown lot number for hyperglycemia & difficult/unable to operate. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for hyperglycemia & difficult/unable to operate. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was not functioning properly and the patient got hyperglycemia. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown (provided 5058971&5058926).(B)(4) captures hyperglycemia, other difficulties, (B)(6) 2020, unknown lot and material#. It was reported that blood sugar spiked badly two times [blood glucose increased]. On an unknown date, there were two times she have not gotten the dose, her dose (1unit) did not get in. On (B)(6) 2020, when she used the four mm bd needle, she did not got the dose because her blood sugar spiked badly two times in which the blood sugar went up. On (B)(6) 2020, her blood sugar spiked badly when she used the five mm bd needle. On (B)(6) 2020, it clearly did not work. Several other times it worked amazingly. Information regarding corrective treatment was not provided. Outcome of the events was unknown. Insulin lispro treatment status was unknown. Verbatim: blood sugar spiked badly two times [blood glucose increased]. Patient did not administer dose of humalog because her blood sugar spiked badly two times; no ae [product dose omission]. The patient received insulin lispro (rdna origin) injections (humalog, 100u/ml) via pre-filled pen (kwikpen), 1 unit three times a day with meals, for the treatment of an unknown indication, beginning on an unknown date. Route and frequency was not provided. On an unknown date, there were two times she have not gotten the dose, her dose (1unit) did not get in. On (B)(6) 2020, when she used the four mm bd needle, she did not got the dose because her blood sugar spiked badly two times in which the blood sugar went up. On (B)(6) 2020, her blood sugar spiked badly when she used the five mm bd needle. On (B)(6) 2020, it clearly did not work. Several other times it worked amazingly. Information regarding corrective treatment was not provided. Outcome of the events was unknown. Insulin lispro treatment status was unknown. The user of the kwikpen and his/her training status was not provided. The kwikpen model and duration of use were not provided. The action taken and the return status of the suspect kwikpen was not provided. The reporting consumer did not provided the relatedness of the events with insulin lispro. No assessment of relatedness was offered for the kwikpen.